Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Event occurred in (B)(6). Patient's therapeutic range 2 .0 - 3.0. On (B)(6) 2016, patient perform comparative measurements in doctor's office. Inratio2 inr = 1.5; cc xs (other poc system) inr = 2.3; lab inr = 2.9. Historical values: on (B)(6) 2016 inratio2 inr = 1.5. On (B)(6) 2016 inratio2 inr = 1.6. On (B)(6) 2016 inratio2 inr = 1.6. On (B)(6) 2016 inratio2 inr = 1.2. No reported adverse patient sequela.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot k372402 was found to be performing within expectations. The manufacturing records for the lot were reviewed. The lot met specifications and no relevant non-conformance's were documented. The customer was using expired product. Use of product beyond its expiration date can result in errors or inaccurate results. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.